Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast though not verified, legal representative stated the patient experienced recurrent stress urinary incontinence. Therefore, a non-coloplast urethral sling implanted under general anesthesia